Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The nc trek rx device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a stenosed lesion in the left anterior descending (lad) artery. A hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced and used as a track. An unspecified stent was implanted and a 3.0x15mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced to the stent for post dilatation but with significant resistance with the guide wire and could not reach the site where it needed to be dilated. A 6french (fr) guiding catheter also failed to pass into the artery. The ht bmw universal ii guide wire and the nc trek bdc were removed together as a unit. Another non-abbott guide wire and a smaller size non-abbott balloon were used to complete the procedure. However, post dilatation of the stent may not be complete which may lead to in-stent restenosis. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H2 correction: updated the device identification fields to align with the information in the corresponding fields in gudid. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.